Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined and, the liner is fully expanded as designed, the distal tip is torn axially and radially, along the distal edge of the liner, there are scratches on the distal end of sheath shaft, the outer diameter (od) axial, radial, and angled score lines are present on sheath tip, there is stretching noted along the distal tip tear, soft tip damage is noted, the distal tip did not open along the axial score line, and the mirrored inner diameter (ID) axial score line is present. Dimensional testing was performed on the returned device. The delivery system flex tip outer diameter (od) is the largest component advancing through the sheath. An out of specification flex tip od measurement would contribute to the reported resistance when advancing through sheath. However, due to the returned condition of the delivery system (devices were unable to be fully decontaminated and removed from the fume hood), dimensional measurement for flex tip od was unable to be performed using laser micrometer. Imagery of the returned device was provided, and it was observed that the distal tip appeared to be torn radially with stretched hdpe material. The complaints for sheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device and imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the instructions for use (IFU)/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''during a transfemoral tavr procedure, the physician felt and saw the commander and 29 mm resilia forcefully popped out of the 16 fr e-sheath tip, as if the valve was getting stuck at the tip of the esheath. With increased force, the valve was released. The valve was deployed without issues. There was no harm to the patient. After the esheath was removed, the tip of the 16fr e-sheath was damaged and cracked. Per report, the patient has calcific peripheral disease.'' Per evaluation of the returned device, the sheath liner was fully expanded as designed. The distal tip was torn axially and radially, along the distal edge of the liner with scratches on the distal end of the sheath shaft. All score lines were present on the sheath tip, the sheath tip did not open along the axial score line, and the tip had stretching and soft tip damage. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contradictions, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the physician felt and saw the commander and 29 mm resilia forcefully popped out of the 16 fr e-sheath tip, as if the valve was getting stuck at the tip of the esheath. With increased force, the valve was released. The valve was deployed without issues. There was no harm to the patient. After the esheath was removed, the tip of the 16fr e-sheath was damaged and cracked. Per report, the patient has calcific peripheral disease. There were no abnormalities noted with the esheath during prep. The physician speculated if the sheath was damaged by calcium during insertion. The esheath was inserted at a 45-degree angle. The 29 mm commander and 16fr e-sheath will be returned for investigation.